Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell three, while the hp was connected. The care giver (cg) stated they had cycled power to clear the alarm and the hc device then became stuck in priming. The hp had two bags connected, and one of them was almost empty. Nothing was found during troubleshooting that could have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm and advised the cg to have the hp start over with new supplies after draining. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.